Event description:
It was reported to philips that system failed to emit x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred and procedure was completed as planned by moving patient to the other lab. The philips field service engineer (fse) inspected the system on site and confirmed that system failed to emit x-rays. Upon troubleshooting fse found that that the license for the missing 2k2 hd monitor was absent, along with the connection between the flex viewing pc x11 and the ts switch x24. To resolve the issue, fse uploaded the license to system and cable plugged into x24 and performed the functional test. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.